Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the md assumed infection as the cause of swelling/soreness at incision site. The scs was removed. The devices were not returned. Sent to pathology. The provided information was confirmed with an account/physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient was having soreness and swelling at the incision sites. Patient was placed on antibiotics (B)(6) 2019 and scheduled for surgical removal on (B)(6) 2019 if symptoms do not improve. No further complications were reported/anticipated.